Event description:
It was reported that there was an issue with touchscreen responsiveness as the pump screen was frozen and would not respond to input from the customer, preventing interaction with the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to perform a pump reset, after which the customer was able to interact with the pump screen successfully.